Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which showed fibrosis in relation with the periprosthetic capsule, histiocytic reaction to a component of the prosthesis, and cd30 negative lymphoid cellularity.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which showed fibrosis in relation with the periprosthetic capsule, histiocytic reaction to a component of the prosthesis, and cd30 negative lymphoid cellularity.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which showed fibrosis in relation with the periprosthetic capsule, histiocytic reaction to a component of the prosthesis, and cd30 negative lymphoid cellularity.